Manufacturer narrative:
Internal complaint reference: (B)(4). Cite: ulstrup, a. (2021). Secondary radial neuropathy after closed intramedullary nailing of humeral shaft fractures. Results over a 10-year period. Acta orthopædica belgica, 87, 495-500. Doi: unknown.

Event description:
It was reported that on literature review "secondary radial neuropathy after closed intramedullary nailing of humeral shaft fractures. Results over a 10-year period" one (1) patient experienced permanent radial nerve paralysis after an intramedullary nailing of humeral shaft fracture while using a trigen intramedullary nailing system. Patient required a surgically nerve exploration with neurolysis. Patient did not recover. No further information is available.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the information provided in this literature review on the ¿secondary radial neuropathy after closed intramedullary nailing of humeral shaft fractures. Results over a 10-year period¿ was reviewed, however, it was reported no further information would be available. Consequently, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed, nor could a definitive root cause of the reported failure be determined. Based on the information provided, the impact to the one unidentified patient beyond the reported verifiable permanent radial nerve paralysis could not be confirmed nor concluded. Should any additional relevant medical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes that could contribute to the reported event have been identified as injury and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).